Event description:
On (B)(6) 2010 the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately low compared to a calibrated lab. The medical surveillance specialist (mss) contacted the patient and the patient's daughter for follow up questions on (B)(6) 2010 and (B)(6) 2010; however, both were not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient's daughter reported the alleged issue began approximately 3 months ago prior to contacting lfs. The daughter reported that the patient obtained an unknown alleged low reading with the subject meter and "198 mg/dl" on a laboratory device, performed greater than 30 minutes of each other. The daughter indicated that the patient was not taking any diabetes medications at the time. It is not known if the patient made any changes to his diabetes management regimen due to the alleged issue. The daughter indicated at an unknown date and time, the patient developed symptoms of frequent urination after the alleged issue began; however, stated he did not seek medical treatment for the symptoms. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly and an approved sample site was used. Replacement products were sent to the patient. It is not known how soon after the patient developed the symptoms of frequent urination after the alleged issue began. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.